Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing pain in upper back. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue. The systems was approximately explanted in (B)(6) 2013. Explant date is unknown.

Event description:
It was reported the patient continued to have upper back pain along with lower back pain they originally had even after system was explanted.